Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, it was unable to prime during prime test or excessive no delivery test due to faulty force sensor resistor. The motor was tested outside the device and passed. It also had a cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, scratched display window and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error twice and then no delivery during prime. Blood glucose value was 71 mg/dl. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The customer changed the reservoir and infusion set, and was still getting the no delivery alarms. The alarm history showed 2 motor error alarms and 4 no delivery alarms. The device was returned for analysis.